Manufacturer narrative:
Sensor (B)(4) has been returned and is undergoing investigation process. A follow-up report will be submitted when all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error when scanning the adc device, and was therefore unable to obtain sensor readings. The customer reported requiring third-party intervention due to this issue but declined to provide further details. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a scan error when scanning the adc device, and was therefore unable to obtain sensor readings. The customer reported requiring third-party intervention due to this issue but declined to provide further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Code 4756 appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to poor soldering of the asic. Sensor (B)(6)has been returned and investigated. A visual inspection has been performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. No issues were observed upon visual inspection of the returned puck. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Upon investigation, the sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured to be within specification. Sensor was reprogrammed and was activated with a known good reader in order to perform an accuracy test. However, the accuracy test failed. The solder of the asic chip (application specific integrated circuit) was then re-flowed in order to perform another accuracy test. Accuracy test passed indicating that all electronics are functioning properly. The sensor puck was then scanned with the known good reader and observed the known good reader to communicate with the sensor puck successfully. No error messages were observed. The sensor puck was also scanned with a known good samsung device and observed the device to communicate with sensor puck successfully. No error messages were observed and the samsung device was able to display glucose values from the puck. It was determined the cause of the analog front-end failure was due to a poor solder joint between the application specific integrated circuit (asic) and the printed circuit board (pcb). Therefore, this issue is confirmed. An extended investigation has also been performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.